Event description:
Information received related to a study outside of the u.s. Reporting that the rx vision stent was implanted in 2005. The patient came back to the hospital with chest pain and CABG was performed five months later. In-stent restenosis was fuond at the target lesion and an additional stenting was performed to treat the in-stent restenosis two days later. No additioanl information was available.